Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting with tandem technical support, the pump was operating as expected. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump was warm to the touch despite being in room-temperature conditions. There was no impact to the customer¿s blood glucose. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery - not charging issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged touch screen and battery - hot to touch issue could not be verified.